Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown; device is being used off labeled. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for occipital nerve stimulation. It was reported that the bilateral ins was implanted in 2005. The device worked until the lead broke and came out of the back of the patient¿s head on the right side. The resulted in an airborne infection and surgical removal. Rifampin and vancomycin was administered via a PICC line. The doctors assured the patient that they would be okay and if it relieved their nerve pain, they could have a new one put in. However, this time the lead broke and stuck out of their back. So once again the same medications, PICC, and surgical removal. In result of all of this, the patient now has 90% hearing loss in both ears. All of this was due to the devices. It was noted that the patient still lives in pain but would never use the devices again. No further complications were reported or anticipated.